Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the dial is jammed and no longer functions. This had occurred during surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation indicates that the wing nut is seized and not able to turn. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the wing nut seizing and not able to turn. A failure mode of forcible disassembly was not identified during development, leading to an inadequate design of the lock nut mechanism of the persona adjustable valgus guide. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.